Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)". The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an alert while blousing for breakfast. Tandem technical support reviewed the pump history and it showed that an auto-off alarm had occurred as the customer did not interact with the pump for 12 hours. The contact reported that the customer's blood glucose level was high.